Manufacturer narrative:
As no further information concerning this report is available at this moment, this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged after implant procedure. Two days after implant, the right atrial (ra) lead was revised and remains in service. No additional adverse patient effects were reported.